Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 200cc saline prothesis experienced left sided deflation post procedure. The deflation was diagnosed through ultrasound. As a result, the device was replaced with another mentor smooth round moderate profile 200cc saline prothesis on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on april 30, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6741564, and no non-conformances were identified. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during visual examination of the device, a tear was observed on the anterior aspect, measuring approximately 5.9 cm. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).